Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified medication. At the completion of the infusion, the nurse noted the tubing had separated from the clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.